Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. It was also reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. There was no reported impact to customer's blood glucose level.